Event description:
This lv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 noted that there was lv pacing inhibition due to unknown signal being sensed by the lv lead. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).